Event description:
Philips received a complaint on the v60 ventilator indicating that the device was not able to be turned off after being turned on. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. A replacement user interface (ui) printed circuit board assembly (pcba) was ordered. This investigation is ongoing.

Manufacturer narrative:
H11: upon further investigation, this record was determined to be a duplicate record of MFR report number 2518422-2024-60067. The investigation will be documented under MFR report number 2518422-2024-60067. Therefore, this complaint no longer meets reportability requirements. D4 - product UDI # & serial # & catalog item identifier updated. H4 - device manufacture date updated.